Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed time and date resets to default following multiple reboots. Multiple low-battery warnings were observed. The total daily dose basal history correctly reflected the programmed basal rate. The battery compartment was found to be undamaged. The returned battery cap¿s threads were observed to be damaged. The battery cap was unable to properly secure to the pump and rebooting was duplicated. A test battery cap was able to properly secure to the pump and maintain electrical connection with no power issues observed. The electric power draw was found to be within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to deliver within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose was 590 mg/dl with nausea, polydypsia, and polyuria on an unspecified date. It was reported the pump¿s display screen would not function after the display timed-out; reportedly the keypad was responding correctly. The reporter noted the patient did not receive treatment outside of routine diabetes management and the pump¿s settings were not changed prior to or after the alleged event. Animas customer technical service (cts) determined that the patient¿s reported kidney disease may have contributed to the reported event. Troubleshooting with cts could not determine if the issue was a blank screen or power related. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.